Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code, expiration date, date implanted, PMA/510(k) number , and manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent partial left knee arthroplasty on (B)(6) 2009. Subsequently, patient experienced mild effusion. Additionally, patient underwent total right knee arthroplasty on an unknown date. Subsequently, patient experienced pain in the right knee and eventually underwent right knee revision on (B)(6) 2014 due to aseptic loosening. No further information has been provided.